Event description:
I had been having issues with several bodily systems. On this particular date I had a miscarriage, but all along I have been and continue to be affected by inflammatory problems, chronic fatigue, ms type symptoms (muscle wasting, nerve conduction issues) the only conclusion I can come to is that my silicone breast implants received in 1990 have been ruptured almost since they were put in. One encapsulated less than four months after surgery. I have always been a healthy eater and exercised regularly, and there is no family history of most of these issues. I tried applying to the (B)(6), but I do not have records from my surgery due to a house fire. The hospital only kept them for 7 years and the doctor who performed this was a resident student at (B)(6) medical center. He obviously didn't have records and absolutely would not help me. My condition is deteriorating of course with age. I gave birth to one child, a boy, whom I breast fed due to no warnings to the contrary, he now has inflammatory issues abnormal for a (B)(6) young man. I'm afraid even just two or so years after my implants were placed they may have already been leaking and I may have passed silicone on to him.